Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported knot pusher break during knot advancement. Factors that may contribute to knot pusher (snare) break during knot advancement include, but are not limited to, user aggressive manipulation or excessive suture tension. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure with a 6f sheath. Reportedly, while attempting to advance the knot, the metal part of the knot pusher broke. A new knot pusher was used to successfully advance the knot and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.